Event description:
Numerous instances of safety device failing (failing to clip, failing to retract), no injuries are reported at this time. Facility has been trained and has been using the safetouch ii needles for over 5 years. No additional information provided.